Event description:
The customer reported that while the unit was in use on a patient that was fully atrio-ventricular paced, the unit generated a "no trigger" alarm; spikes were no longer being enhanced. The customer was unable to trigger using pressure. The patient went into atrial fibrillation. After being stabilized, the pt was switched to another unit and therapy was continued. The customer was able to trigger using the atrio-ventricular pacer. The patient expired the next day.